Event description:
It was reported that the upper airway pressure limits was set too high resulting in pneumothorax. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested by the healthcare facility. Investigation is based on available information contained in the problem description and ventilator logs that were provided by the distributor. On the reported event date, the event log contains several clinical alarms, as an indication of difficulties with ventilating the patient. The logs show that the ventilator was set to prvc ventilation mode and that alarms for volume delivery restricted were generated prior and during the reported event. Those alarms indicate that the ventilator was functioning and it attempted to deliver the set tidal volumes, but it failed due to the imposed restriction of the set upper pressure limit. In prvc ventilation mode the ventilator delivers a pre-set tidal volume and the pressure is automatically regulated to deliver the pre-set volume, but it is limited to 5 cmh2o below the set upper pressure limit. The volume delivery restricted alarm is generated when the set volume is not attained due to the imposed restriction of the set upper pressure limit (-5 cm h2o). The difficulties may either be related to not optimal parameter settings of the device for the actual patient condition or an increased expiratory resistance. According to the test log, successful pre-use checks were performed prior to use. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. The root cause of the reported pneumothorax cannot be determined since the hospital has not shared any details surrounding the patient¿s status. However, there is no evidence to support a technical malfunction of the ventilator system. The conclusion is that the cause of the event was related to parameter settings by the user.